Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection, the device stopped firing in the middle of the first fire. Once the device was released from the lung parenchyma, the reload was replaced by a new one to continue. The tissue itself was thick and hard. To fix the problem, the surgeon resected and re-stapled at the patient side tissue. No other adverse events reported.the last known patient status is good.